Event description:
This ra lead was implanted on (B)(6) 1998 and was abandoned on (B)(6) 2012. Distal pin had separated from lead body upon removal from device header. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).